Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2018. According to the complainant, during preparation, the plastic connector of the procedure sheath snapped off while attempting to attach the scope adapter to the sheath. The procedure was completed with another genesys hta procerva procedure set. There were no serious injury/adverse effect to patient as a result of the event.